Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of other chronic/intact pain. It was reported that the patient had a loss of stimulation and therapy. The patient stated that their device stopped working "about a year ago" from (B)(6). The patient doesn't have a current healthcare provider (hcp) and was sent a list of hcp's.